Event description:
During verification testing at the service center, it was noted that the device battery was swollen.

Manufacturer narrative:
Testing and investigation found that the device battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This report represents all the information known by the reporter upon query by hospira personnel.